Event description:
It was reported that, during priming of the device, error code 240 was displayed, which referred to priming error. Troubleshooting measures indicated in the screen were performed, however, they were unsuccessful. Then the device was replaced, and the second delivery device had the same issue. The case could not be completed. It was further noted that error 240 could be due to preparation, so a refresh training was scheduled. The customer wants to be able to identify if the generator works fine. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that, during priming of the device, error code 240 was displayed, which referred to priming error. Troubleshooting measures indicated in the screen were performed, however, they were unsuccessful. Then the device was replaced, and the second delivery device had the same issue. The case could not be completed. It was further noted that error 240 could be due to preparation, so a refresh training was scheduled. The customer wants to be able to identify if the generator works fine. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.